Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) was completed at the distributor. The reported problem (add gel messages) has been confirmed. The cause for the messages was isolated to the black gel fire wire and the green (belt discharge) wire making intermittent contact in the cable connecting ECG "a" and ECG "b" . The root cause for the intermittent contact was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned to a us distributor and it was reported that the patient was receiving "add gel" messages in the absence of a prior gel release.